Event description:
Patient had painful knee post primary knee surgery 22 years earlier. Doctor revised the patient left knee to triathlon ts.

Manufacturer narrative:
Additional devices listed in this report: cat 6628-2-201, lot alsta, description: pca mtk tib/base stm med 1 replaced by d/c-300 series. Cat 6630-2-150, lot tukna, description: duracon plastic patella lrg. Cat 6630-0-320, lot adcia, description: dcon std beaded fem rhtm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a duracon insert was reported. Conclusion: the reported device does not interface with the patient¿s bone. No allegations were made regarding this device. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient had painful knee post primary knee surgery 22 years earlier. Doctor revised the patient left knee to triathlon ts.